Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid encountered within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. The cycler underwent a system air leak, valve actuation test, mushroom head check and passed. A post-ast 2-hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed drain and fill volume values were within the tolerances. The performed tests are all in specifications. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cycler tested positive for glucose. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
It was reported that the screen of a patient¿s liberty select cycler screen was dim during power up to power down. The patient was vision impaired and dim screen made it difficult to see. The cycler was rebooted but the screen remained dim. The cycler display brightness was set to 10. The patient also reported a drain complication alarm during drain 0 of treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however, to date not provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.